Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter caught fire when attempting to charge the pump. Customer's blood glucose level was in the 250s mg/dl. Reportedly, an alternate adapter was used to address the issue.